Event description:
It was reported that during a surgical procedure at the user facility, the doctor's assistant fainted while wearing a t5 surgical helmet. The doctor's assistant received a cardiac work up after the reported event. It was reported that the doctor's assistant had a preexisting condition. No malfunction of the device and no adverse consequences to the patient were reported. The procedure was completed without a clinically significant delay.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. : the device was not returned for analysis at this time.

Event description:
It was reported that during a surgical procedure at the user facility, the doctor's assistant fainted while wearing a t5 surgical helmet. The doctor's assistant received a cardiac work up after the reported event. It was reported that the doctor's assistant had a preexisting condition. No malfunction of the device and no adverse consequences to the patient were reported. The procedure was completed without a clinically significant delay.

Manufacturer narrative:
During the device evaluation, no failure could be found with the device. No components were identified on the device which would have likely caused or contributed to the reported event.